Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Sales rep stated that when inner blister was opened, there was a hair laying on the implant. Another implant was available and was used to complete the procedure without any delay or adverse consequence to the patient or user. This was a right total knee procedure.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding foreign matter involving a duracon patella was reported. The event was confirmed. Method and results: device evaluation and results: images of the device were provided. A hair was found on the surface of the patella within this blister pack. Medical records received and evaluation: not performed as patient medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: based on the information received and the image provided the event was confirmed. Device not returned.

Event description:
Sales rep stated that when inner blister was opened, there was a hair laying on the implant. Another implant was available and was used to complete the procedure without any delay or adverse consequence to the patient or user. This was a right total knee procedure.